Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported.  (B)(4). Investigation results: a visual examination of the returned complaint device noted that the clip assembly was not returned with the device. It was noticed that there were kinks in the middle section of the catheter. The control wire was bent in the proximal section of the device, specifically in the handle part. Also, the movement of the handle indicates that there was a full activation of the device. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, the clip closed onto the tissue but would not deploy. Reportedly, there was a clicking noise and the control wire appeared near the handle. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.